Manufacturer narrative:
Upon revision of the report the patient code and device code were changed from being blank to not applicable and fluid leak.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/16/2015. The fse found that the wbc bath was worn and was causing the leak and the vote outs. The fse replaced the wbc bath, which repaired the reported issues. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak at the bath of the coulter act diff analyzer when running samples. The instrument was also generating white blood cell (wbc) vote outs when the leak was noticed. The volume of the leak was about 2 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.